Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering insulin. Insulin pump was not working. Customer¿s blood glucose level was 397 mg/dl. Customer was treated with manual injection and insulin pump. Customer had nausea and difficulty in breathing symptoms. The insulin pump was under delivering the insulin. There was bent cannula noted for infusion set which was slightly bent. The insulin pump will not be returned for analysis.